Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient complained about his right hip popping to the dr. The dr. Was then made aware that the patient had a dislocation of his right hip. The dr. Decided that a revision hip surgery was necessary. During the case, the dr. Removed the accolade tmzf plus 127° hip stem, the lfit anatomic v40 femoral head, and trident x3 0° insert. The head of the stem showed some considerable wear.

Manufacturer narrative:
An event reporting disassociation and altr involving an accolade stem and a metal head was reported. Disassociation was confirmed altr was not confirmed. Method and results: device evaluation and results: images provided of the explanted accolade stem showed significant wear of the stem trunnion. The stem was otherwise visually unremarkable. Medical records received and evaluation: a medical review was performed and concluded "because cup malposition was the principal problem and the surgeon is responsible for optimal component placement, principal root cause of failure is procedure-related." "Procedure-related factors: cup malposition in absent anteversion. Patient-related factors: minimal info, body weight only mildly elevated (bmi = 30). Device-related factors: none evident. Diagnosis: cup malposition in absent anteversion has caused an overload condition in the arthroplasty bearing with progressive taper corrosion contributing to taper substance loss, loss of taper lock and finally a femoral head disassociation." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the medical records and x-rays provided by a clinical consultant concluded that "cup malposition in absent anteversion has caused an overload condition in the arthroplasty bearing with progressive taper corrosion contributing to taper substance loss, loss of taper lock and finally a femoral head disassociation." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The patient complained about his right hip popping to the dr. The dr. Was then made aware that the patient had a dislocation of his right hip. The dr. Decided that a revision hip surgery was necessary. During the case, the dr. Removed the accolade tmzf plus 127° hip stem, the lfit anatomic v40 femoral head, and trident x3 0° insert. The head of the stem showed some considerable wear.